Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this valve model 7300tfx25 was explanted after an implant duration of approximately 4 years for unknown reason.

Manufacturer narrative:
H10: additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation as it was sent to microbiological examination at site. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this valve model 7300tfx25 was explanted from the mitral position after an implant duration of approximately 4 years and 11 months due to degeneration leading to severe stenosis (mean valvular gradient 15mmhg) and mild regurgitation. The degeneration of the bioprosthesis was observed on transthoracic echocardiography (tte). X-ray showed bilateral pleural effusion and transesophageal echocardiography (tee) showed bioprosthesis dysfunction due to sclerosis, hypomobility and leaflet degeneration. The patient presented with worsening dyspnea and was diagnosed with heart failure. A 29mm non-edwards valve was implanted in replacement. Reconstruction of the mitral annulus with a pericardial patch and tricuspid annuloplasty were performed concomitantly. The patient was noted as to be hospitalized in stable condition.